Event description:
On (B)(6) 2014, synergeyes received a complaint directly from a patient wherein the reason for return was an ER visit by the patient (pt) because pt could not remove the contact lens from their left eye (os). Pt sustained a corneal abrasion to the os during removal process. In the report it was stated "...the pt contacted 'his doctor' and was instructed to go to the emergency room (ER) to have the lens removed. The ER couldn't irrigate it out and used a whole 'IV bottle' full of saline. The ER doctor had to break the lens up into pieces to remove it. The pt now has a 'severe' corneal abrasion and is 'unable to see out of his left eye'." It was also reported that there were no issues removing the lens from the pt's right eye (od). Between (B)(6) 2014, four attempts were made to contact the ecp. On (B)(6) 2014, dr. (B)(6) was contacted and the following information was exchanged: dr. (B)(6) was not the doctor contacted by the pt. Therefore, dr. (B)(6) has no information on the current status of the pt. Patient had not been in ecp's office since (B)(6) 2014 at which time the pt had no issues. According to the ecp, the pt has worn this type of lens for two years or more with no prior issues. Dr. (B)(6) will attempt to contact pt and will inform synergeyes of any updates.

Manufacturer narrative:
Synergeyes cannot confirm that the patient reported statement "unable to see out of left eye" is a definable medical condition. Therefore, the patient reported statement is considered by synergeyes to be a clinical incident, until determined by a medical physician. The process review investigation determined that there was no correlation between the alleged injury and the lens processing history.